Event description:
The complainant reported that the batteries for the automated impella controller (aic) do not charge. The battery icon remains at 50% and the red battery failure alarm is displayed. No patient is involved.

Manufacturer narrative:
The investigation into the reported aic battery issue has been completed. The device and logs were returned for evaluation. The failure mode was reproduced on an engineering bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. Section e1: the name of the initial reported is unknown, so its left blank.